Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that there were air bubbles throughout the infusion set tubing. The customer's blood glucose level was 216 mg/dl. Reportedly, the tubing was primed, and no air bubbles were observed.